Event description:
Covidien endo gia ultra universal stapler with covidien engo gia black articulating reload with tri-staple technology was fired successfully but then unable to be immediately released from the pt. The surgeon worked with the device for some time until he was able to get it to release from the pt. Reason for use: right lower lobe lung resection.